Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, intraperitoneally, immediately) and injection tazact (4.5 gram, twice a day, intravenously, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with therapy was not reported. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that twenty days after initial onset of the peritonitis, the patient experienced a relapse of the peritonitis event. The cause was not reported. Treatment was not reported. On an unreported date, the patient was recovered from the event (previously reported as resolving/recovering). Should additional relevant information become available, a follow-up will be submitted.